Event description:
The pump medication dose was increased 5% on (B) (6) 2010. The pt fell (B) (6) 2010. On (B) (6) 2010, the pt fell on the location of his pump. The pt "just can't walk". On (B) (6) 2010, it was reported the pt has fallen numerous times. The pt experienced dizziness and motor weakness. Also, the pt recognized that his legs were "about to give out from underneath him" and prevented himself from falling episodes. The pt experienced a loss of reflexes in the lower extremities that led to the pt walking with one cane, to two canes, to a walker, and finally was paralyzed from the navel down. The pt had a refill on (B) (6) 2010; the hcp walked out after several attempts and came back to the pt wearing the same gloves. It was reported the hcp had difficulty finding the port despite using a template and stuck the pt anywhere from 7-10 times each refill session. There was a concern an infection was introduced at a refill session. On (B) (6) 2010, it was reported the pt had viral transverse myelitis and was in the hospital. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).